Event description:
(B)(4). After having the essure implant I began having migraine headaches and developed hbp. Then I began having issues with my legs aching and sharp pains shooting from my pelvis down my legs. My joints I my elbows were so bad that I couldn't straighten out my arms. I began having pains in my left foot heel. I began having tremors in my right thumb and weakness in the hand I couldn't hold anything. I began to have pains on the left side of my face along with stiffness in the neck. I started having skin issues where when I wash my face my skin just begins to split open. Other areas of my body became irritated when I bathed/showered. I wear my hair natural with no chemicals but now when I wash my hair I develop severe sores that are consistent with chemical burns. My period comes every 2 weeks and I go thru approximately 50-60 pads in 4 days. And during this time I am practically bed ridden, unable to move because of how much pain my entire body is in. I have dark circles around my eyes. It's painful to have sex and I even have lost my sex drive.